Event description:
It was reported that the patient had presented to the hospital with complaints of dizziness/near syncope and nausea. The right ventricular (rv) lead exhibited oversensing on stored episodes, high thresholds, and high, out-of-range, undefined pacing impedances. The threshold and pacing impedance values were known and the pacing impedance values were consistent with historical measurements. It was also reported that the rv lead had triggered a historical lead integrity alert (lia) due to high rate non-sustained episodes and the sensing integrity counter (sic) being incremented. There was also a historical rv lead impedance alert due to high, out-of-range, undefined pacing impedances. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: ddbb1d1 ICD, implanted: (B)(6) 2017 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had presented to the hospital with complaints of dizziness/near syncope and nausea. The right ventricular (rv) lead exhibited oversensing on stored episodes, high thresholds, and high, out-of-range, undefined pacing impedances. The threshold and pacing impedance values were known and the pacing impedance values were consistent with historical measurements. It was also reported that the rv lead had triggered a historical lead integrity alert (lia) due to high rate non-sustained episodes and the sensing integrity counter (sic) being incremented. There was also a historical rv lead impedance alert due to high, out-of-range, undefined pacing impedances. The lead remains in use. No patient complications have been reported as a result of this event.